Event description:
Permanent pacemaker implanted on 10/27/1997 for complete heart block. Pt presents to emergency department with near syncope episode. Pacemaker interrogated & found to have inadequate capture of the ventricular lead. The ventricular lead was placed successfully.